Event description:
It was reported that the display would flash but the device would not boot up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control provided the customer with troubleshooting assistance. The customer, a biomed, evaluated the device and verified the reported failure. It was determined that an OEM usb cable caused the reported failure. When the cable was unplugged from the device, the failure no longer occurred. After observing proper device operation through functional and performance testing the unit was returned to the end users for use without the OEM usb cable.the device will not be returned to physio-control for evaluation.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.